Event description:
Report received from (B)(6) stating that service was required for the device. During service it was noted that the device was unable to insert the cutter. The device was not being used in surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
Device eval: the device was received by depuy synthes power tools. The device was evaluated, and during service the device failed the cutter insertion test. If add'l info becomes available a supplemental report will be submitted. Ref: (B)(4).